Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) ¿ drill. A visual inspection was conducted on the returned drills. Both drill shows signs of attempted use including marking on the drill bodies. In both cases the drills have fractured just below where the fluted portion of the drills begin. Medical records were not provided. Review of the certs identified no deviations or anomalies during manufacturing related to the reported event. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery, the tip of the device fractured. Subsequently, the surgeon used a spare drill to complete the surgery. No adverse consequences have been reported for this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00141. Concomitant medical products: item# 01-9181; lot# 321206. Full establishment name - (B)(6) university,(B)(6) clinic. Report source: foreign - event occurred in japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.